Event description:
It was reported that the patient presented in-clinic for generator changeout procedure. Prior to procedure upon interrogation, it was found that the right-ventricular (rv) lead exhibited noise. Programming changes were made. Patient condition was stable.